Event description:
A customer reported that a system message displayed prior to a procedure and the case was cancelled. The scheduled pt had already received peribulbar anesthesia. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, system message (sm) [vent valve failed closed] was verified in the systems event log. The company representative replaced the solenoid spacers and the problem resolved. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).